Event description:
During use, metal shavings from 4 dovetail guides went into the pt's joint space. The metal debris wsa not removed from the pt. The case was concluded successfully without further incident or harm to the pt. (See also associated mdrs 1221934-2006-00128, 00130-2006-00132.)

Manufacturer narrative:
We believe that this type of event is most likely technique related, extensive lab testing has shown that under normal conditions the reported event mode could not be duplicated, however, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit to rub against inner surface of the bent drill guide causing some metal to shave off of the drill guide, the reported condition was then duplicated. There has been some mfg processes changes made t osubvert and or greatly reduce this type of event. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.